Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device 1); an additional emdr will be submitted to represent the bard/davol perfix plug (device 2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for implant of two (2) unspecified bard/davol perfix plugs (devices 1 and 2). The patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug (devices 1 and 2). As reported, the patient's attorney alleges a general claim related to the perfix plug (devices 1 and 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for implant of two (2) unspecified bard/davol perfix plugs (devices 1 and 2). Ni/ni/ni - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug (devices 1 and 2). As reported, the patient's attorney alleges a general claim related to the perfix plug (devices 1 and 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with direct symptomatic left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1) and bard flat mesh (device #2). Per operative notes, "a direct defect was noted and taken down. A perfix plug (device #1) was placed on the floor of the canal sewn, a bard flat mesh (device #2) was placed over the repair and sutured." (B)(6) 2009 - patient was diagnosed with symptomatic right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #3, #4). Per operative notes, " both perfix plugs (device #3, #4) were placed to cover the entire floor of canal and sewn. The onlay was placed to the pubic tubercle. The another onlay was used underneath the ring." (B)(6) 2013 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the removal of mesh (device #3, #4) and implant of bard flat mesh (device #5). Per operative notes, "the mesh plug was found and had contacted away from the sides and into the center. The mesh was removed. A bard flat mesh (device #5) was placed and sutured."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore, a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device 1); an additional emdr will be submitted to represent the bard/davol perfix plug (device 2). Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2008) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d4 (catalog no., lot no., expiry date, UDI no.) D.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device #3); additional supplemental emdr's were submitted to represent the bard/davol perfix plug (device #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.